Event description:
It was reported that the patient had the artificial urinary sphincter (ams800) explanted due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device was replaced due to cuff fluid loss.

Manufacturer narrative:
Model number/catalog number 72404127 serial number (B)(4) batch/lot number (B)(4) gtin 878953003078 model/catalog description control pump fgs iz expiration date 04/13/2019 manufacturer date 04/13/2018 d4 model number/catalog number 72400024 serial number (B)(4) batch/lot number (B)(4) gtin 878953000626 model/catalog description balloon fgs 61-70 cm expiration date 05/02/2023 manufacturer date 05/03/2018

Event description:
It was reported that the patient had the artificial urinary sphincter (ams800) explanted due to unspecified reasons. Further information was requested and but not received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device was replaced due to cuff fluid loss.

Manufacturer narrative:
Device information: model number/catalog number: 72404127, serial number: (B)(4), model/catalog description control pump fgs iz. Device information: model number/catalog number: 72400024, serial number: (B)(4), model/catalog description: balloon fgs 61-70 cm. Product investigation: cuff: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. The ams800 device was visually inspected. There was a leak in the cuff shell due to sharp instrument damage. An overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, caused or contributed to the error which includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. Pump: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. The ams800 pump was visually inspected. No leak was found. The pump was not functionally tested due to the confirmed cuff fluid loss. Based on a lack of damage on the returned device and confirmed cuff leak, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. Balloon: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. The ams800 pressure regulating balloon was visually inspected. No leak was found. The balloon was not functionally tested due to the confirmed cuff fluid loss. Based on a lack of damage on the returned device and confirmed cuff leak, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter ((B)(4)) explanted due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.